Manufacturer narrative:
E1. Initial reporter phone:(B)(6). No device has been received for analysis. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a deflection stuck issue occurred. Deflection issue. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The catheter was not stuck inside of the patient during the procedure. The curve of the catheter was not stuck/jammed in a fully deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. The sheath was from abbott. The event was assessed as MDR reportable for a deflection stuck issue.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and a deflection stuck issue occurred. The investigation was completed on 01-jun-2023. According to the picture provided by the customer, the catheter was not deflecting towards the direction it usually should. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. No device has been received for analysis. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).